Manufacturer narrative:
Citation: tochii et al. Early and mid-term results of transcatheter aortic valve implantation and valve durability assessment. Heart and vessels. 2021, volume 36, p. 1566¿1573. Https://doi.org/10.1007/s00380-021-01842-x. Earliest date of publish used for date of event. Medtronic valves referenced: corevalve and evolut r. The associated delivery catheter system (dcs) are accutrak and enveo, respectively. (PMA# p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early and mid-term results of transcatheter aortic valve implantation (tavi). All data were collected retrospectively from a single center between october 2013 and august 2018. The study population included 146 patients (predominantly female, mean age 84 years). Multiple manufacturer¿s devices were implanted in the study population; 37 patients were implanted with a medtronic corevalve (n=10) or evolut r (n=27) bioprosthetic valve (unique device identifier numbers not provided). Among all patients, five in-hospital and 29 late deaths occurred. The physician/authors made no direct correlation; however, based on the available information medtronic product may have been associated with the deaths due to vascular complications. Among all patients, adverse events potentially associated with medtronic valves included: permanent pacemaker implantation, annular hematoma, valve migration into the left ventricle, and coronary obstruction. Adverse events potentially associated with medtronic delivery catheter system (dcs) included: vascular complications, ascending aortic dissection, and cardiac tamponade. Additional treatment took place as sternotomy or percutaneous coronary intervention with extended hospital stay in some cases. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.